Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer was asleep and skipped breakfast. The customer had a headache, and was very confused. The customer thought that her blood glucose levels were high, and she gave herself a bolus. The paramedics were called, and the customer's blood glucose reading was 20 mg/dl when they arrived. The mother felt that the customer had a seizure and bit her tongue. The dr did not feel that the insulin pump was to blame as the customer is (B)(6), and may not be checking her blood glucose levels as often as she should. The customer was not present at the time of the call. No troubleshooting could be conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.